Event description:
A malfunction code 16 was reported for a customer's pump, but there was no adverse impact on the customer's blood glucose level. To address the issue, technical support decided to replace the pump. The customer will use multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery. The pump was under warranty, and the caller was instructed on how to switch the pump to storage mode and return it within ten days using a prepaid label.